Event description:
It was reported that the user and caregiver inadvertently performed a factory reset while attempting to switch from a dexcom sensor to a libre sensor, after which the libre sensor data were not appearing on the ilet and an alert indicated ilet setup, consistent with a sensor-in-use-by-another-device situation and user setup error. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included user instruction to contact the healthcare provider for guidance to reduce elevated blood glucose and defer ilet setup until glucose returned to range, with no hospitalization or injuries reported. Investigation included customer support troubleshooting and education regarding libre connectivity constraints and device setup requirements. Investigation of this case revealed that the libre sensor was paired to a different device, preventing glucose data relay to the ilet after the factory reset, and that user workflow during sensor platform transition contributed to the issue. It was concluded, based on previously established findings for similar reports, that the cause was user setup error combined with sensor pairing to another device.